Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient is being considered for revision due to unknown reasons. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information does not alter investigation results and evaluation code reported previously. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to infection. Attempts have been made and additional information on the reported event is unavailable.